Event description:
It was reported that the customer had a low blood glucose level of 46 mg/dl. Customer's blood sugar was 248 mg/dl before she started eating. Customer stated that the readings were different and nothing was consistent. Customer had differences between sensor glucose readings and blood glucose readings on multiple sensors. Customer reported that they are unable to upload to carelink. Customer was advised that residue on fingers may result in inaccurate meter readings from finger sticks. Customer was assisted with calibration. It was found that the customer has a lot of scar tissue. Customer was advised to speak to their doctor about their sites. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.